Manufacturer narrative:
Sensor 3mh006n01xm has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was returned and properly seated, no failure modes were observed. Upon visual inspection of the sensor plug assembly, a severed sensor tail was observed. The sensor pack and applicator have not been returned. Therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 sensor filament was left in the skin and was removed by a physiotherapist. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 sensor filament was left in the skin and was removed by a physiotherapist. No further information was reported. There was no report of death or permanent injury associated with this event.